Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the second report of two reports concerning the same patient surgery. This report concerns a middle screw (product ID 11-3020-60) that was used for that surgery. (See mfg report number 2032593-2014-00021). It was reported during a l5-s1 anterior-posterior fusion surgery, a malibu large crossbar broke while being tightened with a torque limiting screwdriver. The screws (two) that attach the crossbar to the rod were tightened first. During tightening of the middle screw (that adjusts the length of the crossbar) the screw was sheared from the crossbar assembly. The surgeon removed the crossbar and replaced it with another one of the same size without incident. The patient was not harmed and the surgery was delayed by approximately two minutes. Additional information regarding the device was requested by integra.